Event description:
Patient had fentanyl infusing at 15 ml/hr. The bag should have been empty and changed at 2130 and the bag still had approximately 100ml left in bag. The patient was/became agitated during this time needing prn (when necessary) medication. Pump was taken out of service. Request put in for service and case called. Every report I will be filing has been reported to the hospital and the pump taken out of service. Baxter engineers came to the facility 3/18 and took notes. At this time, this writer is not aware of any follow up.